Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable info becomes available. (B)(4).

Event description:
A customer reported the fluid/air infusion buttons were not working during a procedure. Consequently, the settings were unable to be adjusted. The footswitch was exchanged, but did not solve the problem. After the case, when disconnecting all lines, the unit returned to normal status allowing settings to be changed by the user. Additional info was requested. Additional info was received indicating the reported event occurred three quarters of the way into surgery. The case was completed with no harm or injuries to the pt.